Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: could not duplicate with retained devices. Source: email.

Event description:
Reported 1 false positive sars and flu b result and reported 1 false positive flu b result, patients were asymptomatic. The customer communicated one patient was confirmed negative for sars by molecular (pcr testing). Customer communicated the other patient was negative for flu b by another rapid antigen assay.